Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and outcome of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the peritonitis and for another indication. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was no longer performing pd therapy. No additional information is available.